Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. Compromised force sensor system alarm was not verified due to detached end cap. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.